Event description:
It was reported that the patient had their entire left system removed in (B)(6), 2011 due to infection. The pocket area was red and swollen. A new system was placed in (B)(6), 2012. Additional information was requested.

Manufacturer narrative:
Extension model 7482a40 serial# (B)(4) implanted: (B)(6), 2011 explanted: unk. Lead model 3389s-40 lot# v616993 implanted: (B)(6), 2011 explanted: unk.